Event description:
It was reported that. "Original psl shell was implanted extremely horizontal. The surgeon was revising the shell. Interoperatively, he noticed a large amount of metal corrosion at the head/neck taper. He became concerned. Capsule was moderately 'black' from metallosis. The surgeon was also concerned about the yellow staining of the insert and the roughened articular surface."

Manufacturer narrative:
Associated device: trident 0 deg insert 40 mm, catalog#: 623-00-40e, lot code: ja36r. A supplemental report will be submitted upon completion of the investigation.